Event description:
Customer reported that the pump battery would not charge, and there was no adverse impact to the customer's blood glucose level. The caller attempted various troubleshooting steps, including trying different wall outlets and adapters, but the issue persisted. Consequently, technical support decided to replace the pump. The pump was within warranty, and the caller was instructed on how to put the pump into storage mode and return it using a pre-paid label. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.